Event description:
It was reported that during a stenting treatment procedure, crossing difficulty and stent damage occurred. The target lesion was located in the calcified and tortuous right coronary artery (rca). The lesion was predilated with a 2.0x12mm apex balloon and a 2.25x32mm taxus liberte atom stent was advanced, but was unable to cross the lesion. It was removed from the patient and it was noted that the stent was twisted and flared on the delivery balloon. The procedure was successfully completed with a 2.75x15mm nc quantum apex balloon and a 2.5x23mm promus stent along with 3 unknown stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage at the end of the stent. The struts were misaligned distally and raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, crossing difficulty and stent damage occurred. The target lesion was located in the calcified and tortuous right coronary artery (rca). The lesion was predilated with a 2.0x12mm apex balloon and a 2.25x32mm taxus liberte atom stent was advanced, but was unable to cross the lesion. It was removed from the patient and it was noted that the stent was twisted and flared on the delivery balloon. The procedure was successfully completed with a 2.75x15mm nc quantum apex balloon and a 2.5x23mm promus stent along with 3 unknown stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).